Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a button error alarm. The customer was advised to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act button due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained the end cap sticker.